Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the emergency room with a device exhibiting post- sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy while playing tennis. The oversensing was noted on a stored egm. Programming changes were made.